Event description:
The following has been reported: biomed reported : sn: (B)(6). 4/24/2025 -confirmed 2 working cassettes with another known working pump. -confirmed 2 bad cassettes with cut away tubing to set off air in line notification -air in line notification still present after loading 2 good cassettes. -used canned air to dry out air in line sensor. -performed factory reset -issue remained 4/29/2025 ---performed additional factory reset ---used canned air to clean air in line sensor component. Manual states "if you experience a frequent or persistent alarm indicating air in the line (and you could not resolve the problem after following the alarm instructions), check to be sure the air detector is clean and dry. If this does not resolve the problem, the detection threshold may be set too low. This is controlled by the care profile or set by the pharmacist. ---checked single bubble alarm level: highest setting of 140 mcl ---emailed OEM to troubleshoot and/or replace unit. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for set ID failure. Device displayed an air in line message when different cassettes were loaded on to the device. Log files were reviewed and found set ID failures and downstream air sensor failures were present. The device was opened to inspect for internal damage. A crack was identified on the retaining plate near the lever arm. The set ID and set ID flex cable were inspected and no problems were found. The set ID flex cable was reseated during investigation. The device was put into manufacturing mode to run admin set testing. Device passed admin set testing. Mock infusions were run on multiple different cassettes and no air in line errors were present during this time.